Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the postoperative patient after returning to the room, urine output was only about 10 ml, and there was no change after 2 hours. The patient felt the urge to urinate, so we checked the balloon and found it was almost out. There was about a 2 cm crack in the cuff.